Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed, and caused by insufficient solder on the output of an integrated circuit chip located on the main circuit board. Resoldering of the joints resolved the issue. Upon completion of the repairs, the device passed release testing and was returned to the customer.

Event description:
The customer stated the display goes out when the top of the device is pressed. No patient involvement.